Event description:
During a pneumonectomy/pulmonary vein procedure, it was reported that the surgeon was doing a thoractomy. "It was a difficult case lasting approx 5 hours. He started a lobectomy but did not have sufficient margins. He continued the procedure and had to do a pneumonectomy. The case was finished at approx 5 pm. The operating site looked dry and there was no bleeding. Pt was brought back to par. He woke up and spoke with his family. At approx 9 pm his blood pressure went to the floor. The anesthetist quickly opened up chest and tried to stop the bleeding. It was described as blood pumping of the pulmonary vein. Unfortunately, he could not stop the bleeding and the pt expired. The pt has been sent for an autopsy. At this time the sales rep has no further info. Everyone is quiet. The surgeon is very upset and co has not been able to speak with him. The pt's family is very upset and sources have told co that they are "causing problems." The staplers have been kept but the rep has been unable to get them from the customer." Add'l info received on 3/26/97. It was clarified that three devices were returned g=regarding this case. A tx30v as originally reported, also a tlc75 and a tx30g were returned. The tx30v had 7 reloads returned with the device. The tlc75 was returned with 5 reloads. The tx30g was returned with 2 reloads.